Event description:
It was reported that a vena cava filter was placed in a trauma pt. The filter was removed because it was no longer needed. The pt had a syncope episode and was taken to the hosp. A CT scan was performed and it was noted that there was blood in the pericardium and a 2 to 3 cm length of blue wire was noted. The interventional radiologist unsuccessfully attempted to snare the wire percutaneously. The cardiac surgeon performed a small sternotomy and removed the wire. The pt is recovering.

Manufacturer narrative:
Medical records received and reviewed. A vena cava filter was deployed successfully for protection of dvt and pulmonary embolism. Patient presented in the ed for a mva, multiple fractures were identified: fractured right femur, fractured ribs, fractured scapula, fractured right maxillary sinus, fractured left clavicle, a pneumothorax, and ruptured spleen. A spleen ectomy was performed. Patient reported that while driving she had an argument with her husband and became dizzy, she felt lightheaded and pulled over at a convenience store, she thought that she may be experiencing a hypoglycemic reaction; however, she fainted. Patient reported that she felt nauseated and vomited, no mention of chest pain or palpitations. A 911 call was made; reportedly awake and transferred to the ed. Patient reported low blood pressure and hypotensive; although, semi-alert. The physicians evaluation indicated patient presented with some chest pain and a severe headache was secondary to acute onset of pneumoencephalogram related to the prior injury of the fractured maxillary sinus. Patient was negative for any transient ischemic attacks. Heart sounds were normal, sinus rhythm was normal without murmurs. A unsuccessful filter retrieval attempt was made post five weeks filter deployment. A CT scan of the brain demonstrated intracranial pneumocephalus noted in the left middle fossa. Small amounts of air within the anterior mediastinum consistent with mild mediastinal emphysema. No evidence of pneumothorax. A CT scan of the abdomen demonstrated a peri-portal fluid, suggesting peri-portal edema of the liver. An echocardiogram performed demonstrated a moderate to large size pericardial effusion present with the echo free anterior posteriorly. No definite evidence of a cardiac tamponade. The pericardial effusion reportedly occurred some time ago as the bloody fluid was old. The following day an echocardiogram performed demonstrated the pericardial effusion appeared to be smaller than the prior study. The ejection fracture of the heart appeared normal. No significant structure or valvular abnormalities were identified. Digital fluoroscopy images were obtained that suggested a small radiopaque foreign body in the right atrium that measures 3-4 cm in length. The next day an attempt to remove the detached filter limb from the right ventricle was unsuccessful. Two days later a CT chest scan demonstrated a pneumomediastinum, right side pleural effusion, pericardial effusion and hemopericardium. A linear radiopaque foreign body previously noted in the right ventricle was now identified in the left posterior pericardium with. A surgical procedure was performed to remove the detached filter limb from the pericardium. The surgical procedure was successful; the patient was reported to be in stable condition following surgery. The patient was discharged on (B)(6) 2004 in good condition. Lot # (updated). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.